Event description:
User received erratic results for multiple assays. The total number of patient samples involved is not clear. Three examples were provided. Sample 1 from a male patient: initial glucose result was 20 mg per dl, repeat results were 84 mg per dl and 85 mg per dl; initial calcium result was 7.7 mg per dl, repeat result was 9.9 mg per dl. No reports were sent out with erroneous results.

Event description:
User received erratic results for multiple assays. The total number of patient samples involved is not clear. Three examples were provided. Sample 2 from a male patient: initial glucose result was 38 mg per dl, repeat results were 95 mg per dl and 94 mg per dl; initial calcium result was 0.0 mg per dl, repeat result was 9.9 mg per dl; initial creatinine result was -0.1 mg per dl, repeat result was 1.1 mg per dl. No reports were sent out with erroneous results.

Event description:
User received erratic results for multiple assays. The total number of patient samples involved is not clear. Three examples were provided. Sample 3 initial creatinine result was 0.5 mg per dl, repeat result was 1.2 mg per dl. No reports were sent out with erroneous results.

Manufacturer narrative:
The field service representative determined there was damaged rinse station tubing and disconnected rinse station tubing from the vacuum bottle. He performed corrective maintenance by decontaminating the analyzer and securing and replacing the tubes. He ran calibration, qc and precision on multiple assays with no issues.

Manufacturer narrative:
The field service representative determined there was damaged rinse station tubing and disconnected rinse station tubing from the vacuum bottle. He performed corrective maintenance by decontaminating the analyzer and securing and replacing the tubes. He ran calibration, qc and precision on multiple assays with no issues.

Manufacturer narrative:
The field service representative determined there was damaged rinse station tubing and disconnected rinse station tubing from the vacuum bottle. He performed corrective maintenance by decontaminating the analyzer and securing and replacing the tubes. He ran calibration, qc and precision on multiple assays with no issues.